Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: five samples were provided to our quality team for investigation. Through visual inspection, particles were observed within the syringe tip, verifying the reported incident. Characterization testing was performed in attempt to identify the composition of the material. Based on the results, none of the particles were found to be similar with any of the material used to manufacture the product. A device history review was performed for the reported lot 2408069; no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product and reduce particles from generating. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues were found during these inspections. We perform inspections and clearly defined cleaning procedures after production of each lot. Six retained samples of the reported lot were used for additional evaluation. All product was inspected; no foreign matter or other particles were observed on any of the devices. Based on our investigation, we cannot identify a root cause related to the manufacturing process at this time. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
White deposits or contamination on the syringe cone seen on several syringes various white contaminants can be seen on the syringe ends on the luer cone. It looks like plastic, sometimes hair-like. The syringes are used in neonatology. Users fear that tiny components could enter the bloodstream of premature babies.